Event description:
It was reported that during a fistula gram treatment procedure, a balloon deflation issue occurred. The target lesion was located in the fistula. A 10-4/5.8/75 ultra thin diamond balloon catheter was advanced inside an unspecified stent. The balloon was inflated, however upon deflation the balloon would not deflate. The physician hooked a syringe to the balloon and it eventually came down. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).